Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 29mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of eight (8) years, six (6) months due to unknown reasons. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
Corrected sections : b5, h6 ( component code, clinical code, device code, investigation findings, investigation conclusions). Updated sections : b7, g3, g6, h2, h6( type of investigation). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these.such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The root cause of this event was determined to be most likely due to patient related factors including chronic kidney disease (ckd), coronary artery disease (cad). The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 3300tfx aortic valve in aortic position underwent a valve-in-valve procedure after an implant duration of 6 years, 9 months and 1 day due to severe stenosis. Patient presented with shortness of breath , fatigue and tiredness. The procedure was performed with a 29mm 9600tfx transcatheter valve. Patient was stable and was discharged on same day. This is a 70-year male. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.